Event description:
Boston scientific received information that this right ventricular defibrillation (rv) lead exhibited loss of capture and a change in impedance measurements. Later, the patient felt diaphragmatic stimulation, and additional investigation was done by the physician that revealed this rv lead dislodged and perforated the right ventricular wall. The patient underwent surgery to solve the perforation, and the implantable cardioverter defibrillator (ICD) was deactivated. A new system is scheduled to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.